Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. Four photos received. Upon visual inspection of four photos, the following was observed: the first photo shows a tissue during an open surgery with several staples b formed, a small bleeding is noted along the staple line. The second photo shows a small portion of tissue during an open surgery with several staples b formed . The third photo shows a tissue during an open surgery with several staples b formed, a small amount of blood can be appreciated. The fourth photo shows a small bleeding along the staple line and a tissue during an open surgery with several staples b formed . Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information received: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during two-port video-assisted thoracoscopic right upper lobectomy surgery, when severing lung lobe tissue, after fired, noted some staples were malformed with straight leg. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.